Manufacturer narrative:
Additional information : the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was air in the line of an unspecified quantity of unspecified access sets with 1.2 micron filters. The air was discovered in the line during infusion and after priming the set. The issue was resolved by stopping the infusion before the air could reach the patient and prime again before starting the treatment. There was no patient injury or medical intervention associated with this event. No additional information is available.